Manufacturer narrative:
Field service inspected unit and replaced the rate/ratio/sigh pcb to correct the problem. Unit placed back into normal service. Lab results: installed pcb into a bear 3 and unit was set up to deliver 15 breaths per minute. The unit actually delivered 40 breaths per minute. Pcb was troubleshooted but unable to determine a cause for this failure.

Event description:
Report breath rate erratic.